Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during hip labral repair, the cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. As a result, the pull wire broke and there are pieces remaining in the patient.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire breaking probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence. Section e1: initial report phone number added.

Event description:
It was reported that during hip labral repair, the cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. As a result, the pull wire broke and there are pieces remaining in the patient.